Event description:
The reporter stated that the surgeon was advancing a eyeonic crystalens model lens in a mtc -60cfp cartridge and foam tip plunger and the tip of the plunger pushed against the lens and broke the lens and a haptic. Lens was removed and replaced with a second crystalens with no pt injury.

Manufacturer narrative:
Evaluation: a lot number search. Results a cartridge and foam tip plunger lot number search was performed for similar complaints within the search and there were no similar complaints found.